Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error upstream occlusion alarms which were not reproduced. The reported symptom was verified through a review of the event history log and found during a visual inspection to be caused by cracks on the upstream sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message. There was no patient involvement. No additional information is available.